Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any patient involvement, adverse patient events, or reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when pressed, the keys would intermittently get stuck, and the touchscreen would not calibrate. The probable cause was due to contamination on the bottom edge of the touchscreen caused by fluid ingress, which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.